Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04202 / 04203).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Legal counsel reports patient allegations of pain, impairment, soreness, lack of mobility, dysfunction, popping, grinding, loss of range of motion, inflammation, damage to surrounding bone and tissue and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The cup remains implanted.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Legal counsel reports patient allegations of pain, impairment, soreness, lack of mobility, dysfunction, popping, grinding, loss of range of motion, inflammation, damage to surrounding bone and tissue and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to ratcheting in the hip. Operative report further noted the presence of grayish synovial fluid and leg length discrepancy. The modular head and taper adapter were removed and replaced.